Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the cardio-vascular lab (cvl) an intra-aortic balloon (iab) was inserted via the right groin. They could not get blood return from the central lumen. As a result, the iab was removed. There was no reported pt death or injury. There was no medical or surgical interventions required. The pt was listed in fine condition. Add'l info rec'd on 8/11/2010 from the clinic cath lab stated pt had head elevated approx 45 degrees on the table. Iab #1 could not be advanced past abdomen/ thoracic aorta. They also could not get blood returned through second catheter. A regular nonlightwave was used with success. Further info rec'd on 8/18/2010 from the sales rep stated that the iab was prepped per instruction. A different sheath was used for the section insertion. Reference MDR #1219856-2010-00549 for the second report involving the same pt.